Event description:
Revised a primary right knee triathlon due to mis-balancing resulting in medial poly wear and femur rubbing on tibial baseplate. He revised the femur, tibial baseplate and poly to a competitor revision total knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.